Manufacturer narrative:
H11: livanova determined that error code 2309 does not exist and is likely the result of a typographical error. The reported error code 2303 corresponds to a pump overload condition, which is typically caused by excessive occlusion settings configured by the user. Complaints database analysis revealed no similar event since unit installation in 2024 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the investigation findings, the issue is considered an isolated event, with the root cause attributed to a defective pump head. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz roller pump 85. The incident occurred in thailand. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Testings were carried out by switching pump heads and setting the same occlusion, however the pump still gave error code 2303, while the other pumps did not. In conclusion, whether it is switched or set to lower occlusion, the pump still had issues. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz roller pump 85 gave the following error message "cpl-b pump defective" (error codes 2303 and 2309) every time the cardioplegia solution was given. There were also other error messages with this involved pump, which found that the pump jerked when it started to rotate. There was no patient injury.